Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient faced four infusion sets kinked cannulas within 3 or more hours of insertion. Site of infusion set was upper buttocks. Patient blood glucose at the time of issue was reported as high. Patient took correction bolus via pump to addresss high bg. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.